Event description:
It was reported that the shock lead impedance (sli) had been trending upward, with an initial increase several months prior. The implantable cardioverter defibrillator alerted for out-of-range sli at 128 ohms. There was a similar increase in the pace lead impedance at the same time; however; the impedance value and trend were still well within normal device limits. Technical services discussed the possibility of a biological change such as calcification of the distal lead coil. There were no other signs of an integrity issue and the need for further evaluation was discussed should the sli continue to increase. This right ventricular lead remains in service at this time and no adverse patient effects were reported.